Event description:
Patient had a iab catheter (7.5 40 cc) placed in cath lab for cardiogenic shock. He then went to the or for emergency CABG. The post op chest x-ray revealed the iab catheter needed to be repositioned. Physician repositioned the catheter, supposedly with the pump running rather than on standby. Shortly afterwards the pump alarmed rapid gas loss. There was no blood in the catheter but the rn's continued to get this alarm when the pump was refilled. I came in from home and verified the catheter needed to be changed as there might be a microscopic leak in the catheter. The doctors were notified. The physician came in and removed iab catheter from the right groin. He put a new catheter in the left groin. The patient tolerated the procedure well. He was ultimately discharged eight days later. Datascope was notified. I will be sending the catheter to them for microscopic evaluation. Biomed was not notified as the iab pump alarmed appropriately.